Manufacturer narrative:
Device evaluation summary: the reported issue that the test results were abnormal was verified during preliminary inspection. The service technician observed an act operation exception and there was a cartridge type sets issue. The issue was resolved by cleaning the reagent channel. No further issues were found. Post repair testing was performed per specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of an act plus instrument, it was reported that the test results were abnormal. The instrument was replaced to complete the procedure. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that there was no error code and quality control is performed once a year.